Event description:
It was reported that the pt had received a tm-ardis as tlif implanted, and 6 weeks after the surgery, it was discovered there was a retrograde shift of the implant in the direction of the spinal canal. It was also noted for this case, that the pt may have been revised due to irritation, however, it was not confirmed as yet.

Manufacturer narrative:
Investigation is still in progress.